Event description:
During inspection of the device by physio-control, it was observed that the paddle assembly discharge switch was broken and the device would intermittently fail to discharge defibrillation energy. There was no report of patient involvement with incident.

Manufacturer narrative:
Physio-control replaced the paddle assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced paddle assembly and found the discharge button shaft holdfast broken and able to break loose from the discharge switch shaft. The discharge button was able to rotate on the discharge shaft and jam before the discharge switch can be activated.